Event description:
It was reported that the perforator bit stopped prematurely during a surgical procedure. It was further reported that a second perforator bit had to be used to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. Testing performed in the laboratory failed to replicate the issue as reported. The definitive root cause for the alleged malfunction could not be determined.